Manufacturer narrative:
This lead was destroyed in the returned state. The lead had been cut through 5 cm distal of the is-1 connector pin, probably with a scalpel. Both fragments were available for analysis. The inner conductor coil was kinked between screw head and ring electrode. The deformed inner conductor coil is probably a result of the mechanical stress during the implantation. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - screw has no hold in the tissue, this lead dislodged after about 24 h. Several repositioning attempts in various positions were unsuccessful and led to capping of end piece for introducer placement. At first no tissue residue could be detected in the screw. Then another lead was attempted with about 15 positioning attempts at various sites. When the stylet is withdrawn, the lead always dislodges. Screw turns with difficulty, sometimes jumpy, and only from >25 rotations on. A 3rd lead was finally successfully implanted after about 10 attempts. Screw also seemed jumpy and hard to retract.